Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post of the device has broken off, rendering the device inoperative. The broken piece was returned with the device. The device shows signs of extensive use. The clinical/medical evaluation concluded that this complaint from the united states reports that an insert post broke. ¿during a total knee arthroplasty the genesis ii ps hi flex insert size 5-6 11 broke outside the patient no piece fell inside and all pieces were recovered. No delay was reported. The procedure was completed using a different size.¿ it has been communicated that no further information would be forthcoming. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an tka surgery had been performed on (B)(6) 2008, the post of a gii ps hi flex isrt sz 5-6 11 broke, making the knee unstable. On (B)(6) 2020, an arthroscopy was performed to confirm post breakage. The insert was exchanged during a revision surgery on (B)(6) 2020. During surgery, the patella showed minimal wear and a patellar tibial tubercule pin was placed. The patient tolerated the procedure well and was then transported to the recovery room in good condition.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The post of the device has broken off, rendering the device inoperative. The broken piece was returned with the device. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that based on the information provided, the clinical root cause for the reported acute onset of pain, instability/luxation, and post-breakage and subsequent surgical procedures was mostly likely the ¿awkwardly twisting¿/ knee ¿torqueing¿ incident the patient reportedly experienced just prior to the 03/07/2020 office visit (approximately 12 years post implantation). The IFU does address the implant limitations (can break) and finite expected service life. The assessed patient impact was the reported signs/symptoms and subsequent surgical interventions. Further patient impact could not be determined. It was reported at the 6-week follow-up that the patient had ¿absolutely no discomfort¿ and was ¿quite pleased¿. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. G1, h5, h6, h8, h10

Event description:
It was reported that during a total knee arthroplasty the genesis ii ps hi flex insert size 5-6 11 broke outside the patient no piece fell inside and all pieces were recovered. No delay reported. The procedure was completed using a different size.